Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later the pt experienced pain, urinary tract infections, incontinence, hematuria, mesh erosion and exposure, granulation tissue, bleeding and secondary prolapse. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.